Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of high lead impedance was not confirmed while the reported event of blood in the distal region was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual examination found blood in the s-curve region of the lead. X-ray examination found no anomalies within the s-curve region or rest of lead. Electrical, continuity, and dimensional analysis were normal with no anomalies found.

Event description:
It was reported that the patient presented for initial implant. During the procedure, it was noted that the left ventricular lead exhibited high impedance and loss of capture. Blood was observed in the lead distal poles. The physician elected not to use the lead, and a new lead was implanted. The patient was recovering post-procedure.